Manufacturer narrative:
Monitor sn (B)(4) was returned to zoll manufacturing corporation for evaluation. As received, the monitor failed incoming testing. Upon evaluation, the r781 driven ground resistor was open. The open resistor is consistent with the non-lifevest external defibrillation shock reported to be delivered by the patient's physician. The open resistor also caused the monitor to indicate that the electrodes were not making contact with the skin. Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download date review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Device manufacture date: monitor: 12/31/2014, electrode belt: 04/26/2013.

Event description:
A us distributor contacted zoll to report that a patient's physician was prescribing the lifevest. Prior to doing so, the doctor reportedly wanted to 'test the lifevest first'. The patient's doctor induced vf on the patient and the lifevest appropriately treated the patient. The patient's physician reportedly induced vf two additional times and the lifevest did not treat the arrhythmias. In addition, the patient's physician reportedly used external defibrillation. Following the event, the device was reportedly indicating that the electrodes were not making contact with the skin, when in fact they were. No death or serious injury was reported as a result of the event. Review of the download data indicates that the lifevest detected vf at 15:02:37 on (B)(6) 2016 and delivered a full energy shock at 15:03:11. The rhythm following the shock was sinus rhythm at 60bpm. The download data indicates that the electrode belt was disconnected at 15:09:26, reconnected at 15:09:31 and disconnected one final time at 15:12:46. No additional arrhythmias were detected following the first shock and prior to final belt disconnection. The timing of the reported second and third arrhythmia inductions is unknown.